Event description:
The manufacturer received information alleging a ventilator failed to deliver pressure. There was no harm or injury reported. The manufacturer received the device for evaluation, and the customer's complaint was confirmed. A "ventilator inoperative" code was found in the device's downloaded error log. The device's blower motor needs replaced to address the issue.